Event description:
It was reported that a peritoneal dialysis patient passed away. Physioneal therapy was reported to be ongoing until the time of death, but it was not reported if therapy was being performed with a baxter healthcare device prior to or at the time of death. The cause of death was not reported and it was unknown if an autopsy was performed. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.